Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly, the device showed an elective replacement indicator. The elective replacement indicator flag was successfully cleared. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.